Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The bag of the device was partially separated from the ring, uncinched, partially folded and the pull ring was parked in the handle properly. Damage to the shaft was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy. When the kidney was being inserted into the bag, the shaft of the device bent and is not switch from the metal rod. No patient injury or extension in surgical time.